Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was likely dislodged shortly after initial implant. This ra lead exhibited high pacing thresholds. The physician tried to reposition the lead but was unsuccessful. This lead was explanted and replaced with a new one. No additional adverse patient effects were reported.